Manufacturer narrative:
It was reported that the patient was in bed tried to raise leg up to relieve pain and metal would not move. Per troubleshooting call, the customer was able to verify that the head section works as intended but the foot section will not raise. After swapping the cables for the actuators, the customer was able to confirm that the foot section still would not raise, but the head section was still working. Customer will need replacement motor for the foot spring. The bed is still not working. He also tried swapping out the pendant and still cannot get the bed to function properly. The customer attempted to swap the motor and control box on a working bed. The new control box worked, but the motor did not. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that the patient was in bed tried to raise leg up to relieve pain and metal would not move. The customer was able to verify that the head section works as intended but the foot section will not raise. After swapping the cables for the actuators, the customer was able to confirm that the foot section still would not raise, but the head section was still working.